Event description:
Medtronic (covidien) received information regarding an incident with a manufactured device. Treatment of coiling aneurysm. During the procedure, it was reported the implant coil could not be detached with instant detacher. The physician pulled the trigger couple of time but coil did not detach. The coil was pulled from the catheter and used another coils to finish the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The axium coil will not be returned for evaluation as it was not saved by the hospital. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).